Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, the provisional was fractured when the surgeon was pulling it out. All pieces were retrieved at the end of the case and returned. Attempts have been made and additional information on the reported event is unavailable.